Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parents reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer's parents stated that the drive support cap was sticking out. Customer's parents stated that the during seating the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with cracked or detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked or detached end cap.